Event description:
Caller reported a malfunction on pump, displaying malf 0 code. There was no adverse impact to customer¿s blood glucose level, not exceeding 500 mg/dl. Caller was instructed to return problematic pump to tandem via ups; cts sent replacement pump and confirmed shipping details. Caller will use a backup insulin pump until resolution is completed.